Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing high blood glucose level. The blood glucose level was 27.1 mmol/l. It was unknown that customer was using the insulin pump system within 48 hours of reported incident. Insulin pump had insulin flow block alarm during fill tubing and insulin exited during troubleshooting. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set .